Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had not found a way to totally control urgency. Patient said there were occasions when they needed to go to the bathroom but they couldn't go. Patient had not changed the program yet because they didn't know what that meant. Patient also mentioned that they had noticed where the implant is felt like a hard spot in the inside. This came up a within the last two days and they thought that it was something that will go away by itself. Patient services reviewed option to change the program or try a different program. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they already have an appointment with their doctor on (B)(6) 2024.